Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right artery. The 90% stenosed, eccentric target lesion, containing a lesion bend of <= 45 degrees was located in the moderately tortuous and severely calcified right coronary artery (rca). A 20 x 2.50 promus premier¿ drug eluting stent was advanced to treat the target lesion. However, there was a difficulty in introducing the device to the lesion. The device was removed and it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.